Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7058881.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that there were no other issues with the device. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.